Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Cook inc. Has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of (B)(6) 2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on (B)(6) 2023. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: "¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational." An email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that the blue rhino dilator in a blue rhino g2-multi percutaneous tracheostomy introducer tray advanced over the safety ridge of the white guiding catheter. The physician stated that ultrasound was not used to evaluate the patient's neck prior to the procedure. The physician confirmed that the proximal end of the blue rhino dilator was positioned at the single positioning mark on the white guiding catheter. The physician confirmed the dilator had advanced over the safety ridge of the guiding catheter, and the wire guide was no longer leading the blue rhino/guiding catheter assembly. As a result, posterior tracheal wall injury occurred. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures, as well as a visual inspection and functional test of the returned devices from different lots, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. The customer did return many devices from different lots, in which 21 of those devices found that the safety ridge and blue rhino were within specification. The safety ridge of one device measured out of specification and the blue rhino was able to advance over the ridge (1820334-2023-00496). Two other devices were returned damaged but were unable to be confirmed out of specification (1820334-2023-00914, 1820334-2023-00915). Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient inspection activities in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the facility. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Cook was able to review product labeling. The instructions for use (IFU) c_t_ptisg2_rev0 supplied with the complaint rpn were reviewed for information related to reported failure mode. The IFU states: ¿contraindications¿ patients with enlarged thyroids. Nonpalpable cricoid cartilage. Previous surgery at the tracheostomy site (e.g. Thyroidectomy) potnetial adverse events. Perforation of the trachea. Failed tracheostomy tube placement. Hypoxia. Tracheostomy procedure 1. Palpate the landmark structures (thyroid notch, cricoid cartilage) to ascertain proper location for tracheostomy tube placement. Access and ultimately tube placement is ideally made at the level between the first and second tracheal cartilages or between the second d third tracheal cartilages whenever feasible. 2. ¿ make a 1.5-2.0 cm skin incision (vertical or horizontal) at the chosen insertion site ¿ note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force¿ 13. Activate the hydrophilic coating by immersing the distal end of the blue rhino g2-multi dilator in sterile water or saline. 14. Advance the blue rhino g2-multi dilator and the guiding catheter as a unit over the wire guide, while maintaining wire guide position. Note: align the proximal end of the guiding catheter at the mark on the proximal portion of the wire guide. This will ensure that the distal end of the guiding catheter is properly positioned back on the wire guide, preventing possible trauma to the posterior tracheal wall during subsequent manipulations. Note: bronchoscopic guidance may also prevent possible trauma to the posterior tracheal wall. 15. Begin to dilate the tracheal access site by advancing the guiding catheter and blue rhino g2-multi dilator into the trachea. To properly align the dilator on the wire guide/guiding catheter assembly, position the proximal end of the dilator at the single positioning mark on the guiding catheter. This will ensure that the distal tip of the dilator is properly positioned at the safety ridge on the guiding catheter to prevent possible trauma to the posterior tracheal wall during introduction. 16. Advance and pull back the dilating assembly several times to effectively dilate the tracheal access site. Note: the wire guide must always lead the dilatory and the guiding catheter assembly to prevent possible trauma to the posterior tracheal wall during dilation. Care should be taken to keep the guiding catheter assembly properly aligned with the mark on the proximal portion of the wire guide. This will ensure that the tip of the guiding catheter assembly does not advance beyond the distal tip of the wire guide within the trachea¿¿ information gathered upon review of dmr, product labeling, and examination of additional products returned by the customer, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible the patient had torturous anatomy and caused the need for excessive force. Excessive force could have caused the blue rhino to advance over the catheter¿s bump. It is also possible the rhino or the guiding catheter were damaged. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3 - occupation: rrt, mha. G4 ¿ PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the white guiding catheter/blue rhino dilator assembly from a blue rhino® g2-multi percutaneous tracheostomy introducer tray malfunctioned. This event was one of four events mentioned by a physician, occurring on (B)(6) 2023. The physician reported that the white guiding catheter/blue rhino dilator assembly was not functioning properly. The physician reported that bronchoscopic guidance was used during placement. It was confirmed that the proximal end of the blue rhino dilator was positioned at the single positioning mark on the white guiding catheter. During the procedure, the blue rhino dilator advanced beyond the safety ridge of the white guiding catheter. The wire guide was not leading the dilator and guiding catheter assembly after the blue rhino advanced over the safety ridge. As result, the patient experienced posterior tracheal wall injury. It was noted that ultrasound was not used to evaluate the patient's neck prior to the procedure. This report will capture the patient with identifier: (B)(6). The other three patients will be captured in reports with patient identifiers (B)(6).